Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there is a black foreign object body in the blood collection vessel."